Event description:
It was reported by the customer was hospitalized due to low blood glucose. Blood glucose reading was not reported and nurse confirmed the insulin pump settings were correct. Customer stated they had brand new reservoir and it was empty till next day and insulin delivered reading did not match with amount of insulin filled in reservoir. The customer discontinued use of the device and insulin pump was return for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/recall number: z-0955-2020. (B)(4). S/w version 2.10h unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08705 inches. No prime anomaly noted. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Unit was unable to download to carelink, problem isolated to pcb2. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.